Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had a cord damage. It is known that the device was being used in surgery. It is known that there was no user/patient injury. It is unknown if there was any medical intervention. No additional information is available.